Event description:
It was reported that an angio-seal was deployed post cardiac angiography. The patient was discharged home and then reported pain in her right leg. The patient saw her physician and a lower extremity angiogram was performed. An occlusion was seen in the area of where the angio-seal was deployed, and the patient had diminished blood flow distally. In late 2008, the patient underwent surgery where there was blockage removed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.